Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support instructed the customer to attempt various troubleshooting steps, and it was found that using a different charging cable and wall adapter resolved the issue. Despite this, the pump had been unable to turn back on initially due to a shutdown alarm. Technical support explained necessary resets and advised monitoring the situation, emphasizing reliance on recommended charging supplies. A replacement tandem wall adapter and charging cable were dispatched to the customer.